Event description:
It was reported that the doctor found the implant container empty during the procedure. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Vial/package was returned and seal has been broken and opened. No products inside. Pictures were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the doctor found the implant container empty during the procedure. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer. H6: evaluation codes; type of investigation, investigation findings, investigation conclusions. H10: additional narrative

Event description:
No further event information is available at the time of this report.